Event description:
A report was received that the pt underwent a pocket revision to position the ipg flush against the skin and to enable the pt to charge the implant. The physician chose to replace the ipg because he felt there may be something wrong with the ipg. The pt was doing well with coverage at her follow-up appointment.